Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked retainer. Unit received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and reservoir compartment had cracked. The customer blood glucose level was 420 mg/dl at the time of incident and the current blood glucose level was 497 mg/dl. Customer¿s mom stated that today customer had a correction bolus at 11am and at 1:15pm the blood glucoses were 497, mom stated she treated at 1:30 pm with a manual injection. Mom stated that last night she had to correct the blood glucose at 8pm, but then the blood glucose went up to 420 mg/dl at 2am and she changed the insulin pump. Customer blood glucose had been running in the 400 mg/dl for the past 4-5 days. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer wears the dexcom sensors. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did not used auto mode at the time of event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer declined to perform the high pressure test. Customer stated that reservoir able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.